Event description:
It was reported that a table rose uncommanded after the tech positioned the pt for the scout in a lightspeed 5.0 CT system. The tech moved the pt into the system for the scout and was pushing buttons on the gantry control pad to move the pt in. Then the tech went to the control room and when she looked back, the gantry moved up vertically and stopped. The pt's nose was very close to top of the CT gantry bore. No injury was reported from the incident. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.